Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced a blood glucose of 41 mg/dl. The customer treated with food. Troubleshooting was performed. The drive support cap appeared normal. The customer stated she is sensitive to insulin. The reservoir was showing the same amount of insulin as was shown on the status screen. The insulin pump was stated not to have been exposed to any strong magnetic fields. The customer stated she was not using the bolus wizard and had suspended the insulin pump. She was preparing to eat and decided to program a 10 unit bolus when her blood glucose was at 100 mg/dl. The customer stated she started to feel odd. The customer was advised that she should not be picking random numbers to bolus and should instead be using the bolus wizard for accurate calculations. The customer stated she did not know how to use the bolus wizard. She was advised that further training would be requested on her behalf. Nothing further was reported.